Event description:
The customer reported that prior to use on a patient, on power up, the iabp generated an "electrical test failure code #53" (shuttle transducer offset failure) alarm. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed "electrical test failure code #53" (shuttle transducer offset failure) alarm in the fault log. The company representative replaced the manifold drive assembly (part #0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The manifold drive assembly was received by the manufacturing facility at (B)(4) and the failure analysis performed did not confirm the event reported. (B)(4).